Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/17/2019. Investigation summary: it was reported needle pull off and needle breakage. Four-teen unopened samples of product code z347, lot # mek771 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no needle pull off or needle breakage were found, and the tested sample met the finished goods requirements. Three failed suture needles were submitted for fractographic evaluation. The components were identified as product code z347h sutures. A fracture was observed at the suture attachment of sample a. One side of sample a was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surface and surrounding area of the needles. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: please clarify if it was a needle breakage or suture pull off in the reported event. - suture pull off, no needle breakage. Did the suture pull off occur as result of the needle breakage? Suture pull off, no needle breakage.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if it was a needle breakage or suture pull off in the reported event. Did the suture pull off occur as result of the needle breakage? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery procedure in 2018 and a suture was used. During surgery, the suture thread became detached from the needle, and the end of the needle (where the suture attaches) broke off. There were no adverse patient consequences reported. No additional information was provided.